Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels from (B)(6) 2015. The customer's blood glucose was 20 mg/dl. The customer stated that she was taken off the insulin pump and sensor due to concerns over malfunctions. The customer believed that the insulin pump had overdelivered insulin, leading to the low blood glucose event. She stated that her blood glucose was low when emergency medical technicians arrived on scene, and her blood glucose continued to drop below 20 mg/dl. She was unable to troubleshoot the insulin pump at the time of the call. The customer stated that she was unavailable to speak, so a follow up call was scheduled to reach the customer on the following day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.